Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31712. It was reported the patient has been receiving inadequate therapy due to lead migration. X-rays confirmed the lead migration. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.